Event description:
Patient admitted to hospital for removal and replacement of silicone gel breast inplants secondary to severe encapsulation, systemic problems (stiffness in neck, arms and shoulders x15 years plus headaches), and left breast implant rupture. These breast implants were placed in 1980 and were manufactured by dow corning. First set of breast implants were placed in 1978. Patient requested possession of their surgically removed breast implants.